Event description:
The customer reported the advantage system gave a blood glucose result of 107 mg/dl at a time when he was symptomatic of hypoglycemia, lost consciousness. Customer was not treated based on the advantage result; wife called emt's. Customer treated with IV. Strips not available for return, replacement system sent.